Manufacturer narrative:
Trend analysis: a trend is identified (3 similar events for the same lot number). An issue evaluation was performed and closed with the outcome, that no further action are indicated, as no systematic failure detected, no potential risk for a patient or an user. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the rasp broke during surgery in two pieces. This lead to a surgical delay of 5 min. No medical data such as surgical notes or any other case-relevant documents received. Visual examination: visual inspection of the mis rasp handle shows that the locking lever has come off the rasp handle and the instrument is in two pieces. There is a small dent in the region, where the leaf spring of the locking lever touches the handle / housing in the locked position. Moreover, there are signs of usage visible. Root cause analysis root cause determination using rmw - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Not possible - a systematic issue with design would have been detected as part of a trend review. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Not possible - a systematic issue with material properties would have been detected as part of a trend review. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition - possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling - possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. - instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition - possible, as it cannot be excluded based on the available information. Conclusion summary: the disassembled rasp handle was returned for an investigation. The locking lever has come off the rasp handle. Due to excessive use there is a chamfer like contour in the housing, where the spring is in contact with the housing when in locked position. In combination with high forces applied during the surgery this might have initiated the loosening of the locking lever and caused the disassembling of the rasp handle. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the surgeon used the mis, rasp handle, double offset, left and the spring mechanism came off during the surgery. Surgery was extended for 5 minutes. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.